Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported that a blood pump module was removed for cleaning and disinfecting. Under the blood pump, there was spillage of blood after completing treatment. The blood pump module was reinstalled. The patient¿s estimated blood loss (ebl) was approximately 10 cc. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. Fresenius bloodlines and dialyzer were used for treatment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.